Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, damaged dso seal, worn uso seal. The complaint was confirmed by functional test. The black membrane was damaged. The cause was the dso seal. Replaced dso seal, dso sensor, uso seal, keypad, overlay, and rear label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's black membrane was damaged. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.